Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a company representative who indicated that the patient's catheter had migrated and was not in the intrathecal space. The healthcare provider (hcp) replaced the entire catheter with an 8780 model catheter on (B)(6) 2015. Twenty-six centimeters was cut from the catheter (114.3 cm - 6 cm = 88.3 cm). A bolus dose of 0.97 mg was calculated from the existing catheter ([88.3 cm x 0.0022 ml/cm] x 5 mg/ml = 0.97 mg). The pump had previously been set to flex doxing, but the hcp was going to program the pump to administer the medications in simple continuous mode. The pump currently administered baclofen intrathecal (500 mcg/ml; 100 mcg/day) and morphine intrathecal (5 mg/ml; 1 mg/day). The daily dose was going to be reduced by 30% but confirmation on the new dose was not yet confirmed. There were no symptoms reported and the event date was reported as (B)(6) 2015. The patient's indication for the pump use was intractable spasticity.